Event description:
A malfunction was reported by the caller, indicating that the pump was affected after coming into contact with pool water. Despite the malfunction, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was not resettable, and technical support decided to replace it. The customer was advised to use mdi as backup therapy to ensure insulin delivery was not interrupted. Further instructions were given regarding returning the defective pump, and a replacement was shipped without the requirement of a delivery signature.